Manufacturer narrative:
Results: the trocar was not returned with the cannula. The cannula could not be tested due to the breakage at the irrigation holes. The cannula must be replaced. Evaluation summary: visual inspection of the device confirmed the cannula tube broken approximately 19.7mm from the tip of irrigation hole. The cannula surface and inflow/outflow mechanism showed heavy wear since purchased date of (B) (6) 2007. There is some indication that a crack may have occurred in a prior use due to the condition of the cannula. Visually, some oxidation was present at the break site. Cause of event: user handling caused the break either during insertion and/or within a short time after the surgery. Force greater than the cannula could withstand caused the break. Our instructions for use are in the review process for improvements that will address potential misuse.

Event description:
It was reported that an acl reconstruction of the knee was performed on the patient. After surgery, the instrument technician found the broken egress cannula in a tray and informed the staff. An x-ray was performed on the patient and the patient was returned to surgery. The broken egress cannula was removed. The patient was discharged. There was no patient consequence as of the date of the event.